Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal lead characteristics.

Event description:
It was reported that during implant and upon connecting the left ventricular lead to the pulse generator, the lead exhibited high threshold. An x-ray revealed the lead had dislodged into the coronary sinus. The lead was not implanted and a new lead was used. Following the procedure, the patient was well.